Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times within a week. The customer's blood glucose level ranged from 146 to 247 mg/dl. The customer delivered a correction bolus via the pump. The customer connected the pump to a power source to charge, and the pump turned on. The customer changed the cartridge and resumed insulin delivery.